Manufacturer narrative:
Concomitant medical products: 5820 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It wit was reported that the right atrial (ra) lead exhibited both high impedance and low impedance, high threshold, loss of atrial capture at maximum threshold and a confirmed fracture on imaging. The ra lead was initially reprogrammed to unipolar configuration, then, subsequently, programmed off during an implantable pulse generator (ipg) change out procedure. The ra lead remains in patient. No patient complications have been reported as a result of this event.